Event description:
Patient developed symptoms suggesting vascular occlusion and possible necrosis. Patient was treated with IV antibiotics, oral antibiotics, oral medrol dose pack, and treatment in hyperbaric chamber.